Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit had a failure, affecting mechanical ventilation. There was no reported patient injury.

Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The boards were removed/reinstalled and all connections were secured.